Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. No samples or photos were returned for analysis.

Event description:
It was reported that the bd micro-fine pen needle experienced an outer cover being unable to remove the needle from pen. The following information was provided by the initial reporter: after injection while attaching the protection cap the pen needle goes through it which results in needle stick. Which leads to residual drops that may be pressed into the finger tissue which is not only painful but also can not be healthy.